Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon. Then, the subject device was transferred from sorc to omsc, but the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the unspecified timing, it was found that the air supply and the water supply of the subject device had failure. Olympus service operation repair center (sorc) found that the air/water nozzle was clogged by the foreign material inside the air/water nozzle during the incoming inspection of the subject device for repair. The subject device had been reprocessed using with the non-olympus (ihi) endoscope reprocessor. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Then, the subject device was returned to olympus medical systems corp. (Omsc). Omsc checked the subject device and found that the air/water nozzle was clogged by the white foreign material inside the air/water nozzle as reported, and also found that as the result of a component analysis of the white foreign material, the component of this foreign material was silicon dioxide (such as silicon), which might have derived from defoamers or tap water. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (air/water nozzle clogging) and the origin of the subject foreign material could not be conclusively determined. However, as a result of the investigation, omsc surmised that this reported phenomenon might have been caused by the accumulation of dried residues from defoamers or tap water due to the user's improper/insufficient reprocessing. If additional information is received, this report will be supplemented.